Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, there was a cut in the cable connecting the distribution node (dn) and front therapy electrode (te), which damaged internal wires. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged cable.